Manufacturer narrative:
Getinge became aware of an issue regarding one of surgical lights- powerled. As it was stated, covers the problem with metal part broken off from arm. There was no injury reported, however, based on the initial allegation it could not be ruled out that a part might have fallen off the device. Therefore, we decided to report the issue in abundance of caution as any particles falling into sterile field or during surgery might be a source of contamination. It was established that when the event occurred, the surgical light did not meet its specification, due to metal part broken off the swivel arm and it contributed to event. It was not established if in the time when the event occurred the device was or was not being used for the patient treatment. During the investigation, it was found that the reported scenario has never led, to date, to serious injury or worse. Manufacturer did not receive enough information to conduct the technical investigation. It is not possible to determine the part involved and the root cause. In case of new relevant information, the case will be reconsidered. We believe that currently and overall, the related devices are performing correctly in the market with regards to the reported issue.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 11th may, 2021 getinge became aware of an issue with powerled surgical light. A metal part fell from the arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.